Event description:
A device was returned to a service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. A trilogy 100 ventilator was returned to a third-party service center for foam remediation on the device. There was no harm or injury reported. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation . However, the device failed test steps related to ( active exhalation purge valve closed, active exhalation proportional valve opened, o2 low flow and internal. Li-ion battery charge). The device was sent for run in and reworked. The sound abatement foam was replaced preventatively. Additionally, during the evaluation an error code in relation to (check circuit) was recorded in the device event log unrelated to the reported malfunction. The tubing was reconnected to resolve the issue. Dust was observed on the blower box. The handle o rings were damaged and needed to be replaced. The device came only for remediation and will be returned to the customer unrepaired. The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly."